Manufacturer narrative:
Procedural cine was provided and reviewed by edwards proctor. Per the impression: the tavr with s3 29 mm via transcarotid approach using a certitude ds was performed. After exiting the sheath, the valve was not centered on balloon, but overimposed on one shoulder. The delivery should have been replaced at this point. If higher push forces are encountered during sheath passage, please consider checking correct valve position on balloon after partially exiting the sheath, which facilitates with retrieval in case of movement. After deployment attempt the valve embolized into the ascending aorta. Aortic regurgitation (ar) was visible. Connection to mechanical circulatory support such as ECMO or by-pass pump should be considered if the patient is hemodynamically unstable in order to finalize the correct troubleshooting. Second tavr 29 mm was also not centered on balloon, deployment too ventricular resulting in significant ar. Attempt of pulling back the valve to improve position. In such a case, consider viv as the treatment option.

Manufacturer narrative:
Update to device information (d4, and h4), as well as clarification was received indicating the regurgitation was central leak. H6 codes remain the same. Per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post-dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflet and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness, and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 - 2021-06119. Valve status is unknown.

Event description:
As reported by our affiliate in (B)(6), the patient who underwent an implant of a 29mm sapien 3 valve, in aortic position by transcarotid approach. During the procedure, the valve moved on the balloon. The valve came out of the sheath and was dislocked of the balloon too proximal, the balloon slipped ventricular. Only the distal side of the valve was opened. There was no possibility to re-inflate. The first valve embolized towards the aorta, fixed, there was big acute aortic regurgitation. Two valves were used. The second valve was implanted. Unfortunately, the patient passed away during the procedure. The cause of death was acute aortic regurgitation. As per medical opinion, the root cause of the event may have been that the valve moved on the balloon while inserting in the sheath. Per imagery review, the second valve was placed too ventricular leading to the aortic regurgitation.